Manufacturer narrative:
The following device was returned for complaint investigation: -one used list #011-h1268, 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro; lot #13476349. The device evaluation concluded that one of the clave connectors that was bonded to the trifurcated adapter of the 011-h1268 set had become separated at that bond. The bond was analyzed using ultraviolet light and it was identified that there was insufficient solvent at the bond interface which led to the unintended separation during use. The probable cause is typical of insufficient solvent coverage during the manual bonding manufacturing process. The device history record was reviewed and there were no relevant non-conformances identified that would have contributed to the reported complaint. Date returned to mfg: 30jan2024.

Event description:
The reported complaint involved a 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro. At the moment of connecting chemotherapy, while disinfecting the valve of the 4 clave connector, it was reported that the tip disconnected. This happened during the first time the device was used in the facility's day care unit. Although there was patient involvement, there were no adverse events or human harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The device history record was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Updated information from the manufacturer can be found in g1.